Event description:
It was reported that a prefyx pre-pubic sling system was implanted into the patient "four years ago." According to the complainant, the patient experienced tenderness and mesh exposure. It was reported that the exposed mesh will be excised on an unspecified date. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted. The prefyx sling was implanted on (B)(6) 2009. The procedure for removal of the prefyx sling was performed on (B)(6) 2013.

Event description:
It was reported that a prefyx pre-pubic sling system was implanted into the patient "four years ago". According to the complainant, the patient experienced tenderness and mesh exposure. It was reported that the exposed mesh will be excised on an unspecified date. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact implant date is unknown; however, it was reported to be "four years ago". (B)(6).